Event description:
It was reported that the procedure was to treat lesions in the proximal, mid and distal right coronary artery. The lesions were noted as moderately tortuous, non-calcified, de novo and 100% stenosed. It was an acute myocardial (ami) case and the procedure was initiated after thrombus aspiration. Several devices had been used and some time had passed since the initiation of the intervention. The guiding catheter was replaced with a 2nd guiding catheter, then blood was observed to be leaking from the rotating hemostatic valve (rhv). The cap was rotated but the seal could not be completely closed and leakage was observed from the rhv. There was no problem observed at the beginning of the intervention. The seal was closed when the cap was rotated. Several devices had been used through the rhv when the leakage was confirmed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue/runthroughns/rinato; guide cath: launcher jr3.5/hyperionjl3.5st sh. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.